Manufacturer narrative:
B3: unknown. No information has been provided to date. The device was received for evaluation. Service history review identified, there was no indication, that the complaint was related to a service of the device within the review period. Visual inspection found contamination present at the ac connector, dose connector, downstream occlusion (dso) sensor and upstream occlusion (uso) sensor. The event history log could not be reviewed, as error code 1260 was present upon power up. The customer's reported issue was duplicated. And a loose microprocessor unit board micro-capacitor c3 was found. The most probable cause of the issue, was that the microprocessor unit board was damaged. In order to correct the issue, the microprocessor unit board was replaced. The dso and uso seals were also replaced. The device passed all functional tests after repair.

Event description:
It was reported, that the device had internal rattle. Per reporter, the event occurred, during testing. There was no patient involvement. And no patient harm/adverse event reported. Analysis of the device found, error code 1260 was shown on the pump display, indicating a data storage issue.